Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates. On (B)(6) 2024, it was reported that the patient had high blood glucose levels and blood glucose was 295 mg/dl at the time of incident and during call it was 285 mg/dl. After removing the infusion set from body, bent cannula was found. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.